Manufacturer narrative:
Device was not returned for evaluation.

Event description:
Received voluntary medwatch #1010191 stating "on 6/6, I was notified that the white plastic ceiling (sic) ring from a cannula slipped off into the abdomen during a laparoscopic splenectomy. The surgeon immediately noticed it, retrieved it and changed the device. The pt suffered no adverse effects." There was no consequence to the pt.